Event description:
Caller reported that pump became hot to touch while it was charging with tandem supplies, but no temperature alarms were recorded. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.